Event description:
This pi is for the 2020 revision. In providing information for a revision of the patient's right hip on (B)(6) 2024, rep provided usage sheets showing that a revision was performed for (B)(6) 2020 due to dislocation. A 28 +2.5 ceramic head, 42e mdm metal liner and 42e adm/ mdm poly insert were revised to a 22.2 +3 metal head and 22e 0° constrained insert. Rep confirmed that no further information is available from the hospital or surgeon.

Manufacturer narrative:
An event regarding dislocation involving an mdm liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.